Event description:
Reporter alleged that the patient''s buttons on his keypad was unresponsive. Reporter claimed that they have pressed the keypads hard several times and issuer persisted. They removed the battery x3 with no changes. Reporter removed the audio bolus button to see if water somehow got into the pump because they were running through the sprinkler earlier today. Reporter reports removing the audio bolus button after the water exposure and keypad issue. The reporter mentioned that there was no damage to the keypad itself. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to confirm the complaint of an unresponsive keypad: all keys were responsive. Removed keypad and no contamination was found under key contacts. Leak test found leaks at the "audio bolus" button as well as the display lens. Disassembled pump, and moisture corrosion was evident inside pump.